Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial lead exhibited a gradual increase in pacing impedances along with no sensing or capture. It was reported that the clinic has been aware of the atrial lead impedance issue since late 2011. No adverse pt effects have been reported. The pt¿s generator has been programmed to pace/sense only in the ventricle. The pt was referred to an extracting physician. No further info has been made available at this time. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.